Event description:
It was reported the insufflator number panel was dimmed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was observed the front panel had failed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the led lighting failure was caused by a faulty front panel. Olympus will continue to monitor field performance for this device.